Manufacturer narrative:
The data provided showed "abnormal sample aspiration" alarms. The investigation did not identify a product problem. The investigation determined the issue was consistent with a pre-analytical handling problem.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The calibration and qc were acceptable. A general reagent issue was excluded. The investigation is ongoing.

Event description:
There was an allegation of questionable hdl-cholesterol gen.4 results for 1 patient on a cobas c 303 analytical unit. The initial result was 15.5 mg/dl. The result was considered to be too low and the sample was repeated. On (B)(6) 2025, the repeated result was 14.8 mg/dl. Both values were questioned as the patient's expected result was 30 mg/dl. The sample was sent to another laboratory (method unknown) to be tested, and the result was 25 mg/dl. The patient's cholesterol result was 156 mg/dl, the ldl result was 94.0 mg/dl, and the triglyceride result was 225 mg/dl. The physician did not agree with the hdl results based on the patient's clinical history.